Manufacturer narrative:
Follow-up #1: date of submission 06/12/2013. Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2014 with the following findings: no battery cap returned. All testing performed with a test battery cap. Pump intermittently powers with test battery cap. Battery cap is unable to fully tighten. Battery compartment crack observed in thread area and below grip pad. Evidence of moisture contamination inside battery compartment. Leak test shows leak at battery compartment crack. Removed pump cover and disassembled pump, no evidence of additional moisture contamination inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.